Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2021-00970. Evaluation of the returned engine confirmed that the usb port on the back of the engine was not functioning. During functional testing, a demonstration lightning was connected to the engine and the indicator light on the lightning did not illuminate. The engine housing was opened, no damage was observed. The usb port cable was properly connected to the connector. The root cause of the reported complaint could not be determined. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of indicator light on the lightning not illuminating.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the superficial femoral artery (sfa) using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), penumbra engine canister (canister), and penumbra engine (engine). During the procedure, the physician plugged in the lightning unit into the back of the engine; however, the lightning unit would not power on and the indicator light was not illuminated. The physician turned the power to the engine off and turned it back on in an attempt to troubleshoot but, it was unsuccessful and the lightning unit would not power on. Therefore, the lightning unit was removed. The procedure was completed using an indigo system aspiration tubing (tubing) with the same cat7 and engine. There was no report of an adverse effect to the patient.